Event description:
Note: this report pertains to the second of three events that occurred during the same procedure. Refer to associated MFR reports 3005099803-2008-01354 and 3005099803-2008-01355 for a description of the third event. According to the complainant, three clips would not release from the catheter. One out of the three clips caused additional bleeding to the bleedsite and an injection therapy was initiated to stop the bleeding. The physician attempted to complete the procedure with a third resolution clip device.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device MFR date is unk. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The june 2008, 15-month hemostatic clipping product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.